Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s that "radiology called in needing MRI information on guidewire used to place a powerpicc. States nurse was attempting to place a powerpicc and the guidewire broke off. Physician wants patient to undergo an MRI". Ms&s informed called that these wires contain metal and have not been tested in MRI.